Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the scope exhibited a static image most likely due to moisture damage in the plug/scope connector which resulted in component failure affecting image transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a static image. There were no reports of patient involvement.